Event description:
It was reported that there was a revision due to infected knee done by (B)(6).

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5510f401, triathlon cr fem comp #4 l-cem, lot code: eamnh. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
The patient is 68 inches in height. An event regarding infection involving a triathlon x3 insert was reported. The event was not confirmed. Visual inspection: the bearing surface of the insert shows some light scratches consistent with in vivo use. The anterior aspect and the underside of the insert show damage consistent with removal of the insert from the baseplate. Device history review: there have been no reported discrepancies for the referenced lot or sterile lot. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined based on the limited information provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. The following new product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: hzshd. Cat. No.: 5550-g-339, triathlon symmetric x3 patella, lot code: yndy.

Event description:
It was reported that there was a revision due to infected knee done by (B)(6).